Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed 3 openings assessed as surgical damage and observed 1 opening assessed as unidentified (tear) opening. Additional observations: observed creases on the surface of the device. Observed wear abrasion on the surface of the device. Observed yellow particles inner the surface of the device. Observed mold on the surface of the device. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported left-side "rupture" aka deflation. Device has been explanted and replaced.

Event description:
The device has been explanted and replaced.

Event description:
Healthcare professional reported left-side "rupture" aka deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.